Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. The patient reported that at around 5pm on (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result of ¿160 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. She indicated that after approximately an hour later, she developed symptoms of ¿sweaty, confused and slow to process¿ which she associated with hypoglycemia; she reported that ¿the meter is still reading over 160 mg/dl¿. She stated that shortly afterwards, her husband gave her juice/food to treat her symptoms. The alleged issue was not resolved during troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Sweaty, confused and slow to process requiring third party assistance, while using the meter.